Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned module was evaluated. Visual inspection upon receiving revealed no external damage or defects. Customer module was functionally tested. Artifacts alternate between 0% and 100% and psi value alternates between 0% and a blank value. The failure was isolated to a component (u2) on the digital board. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues prior to this reported event.

Event description:
The customer reported the psi value did not go down into normal range. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the psi value did not go down into normal range. No patient impact or consequences were reported.